Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was provided advised to check every where for leaks since that is likely causing the low vt readings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator vti (inhaled tidal volume) was extremely low, and that the vent was auto cycling. Furthermore, there was no patient associated with the reported event.